Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing, resulting in periods without pacing. Rv lead intervention is expected but not yet begun and the lead continues to be monitored. No patient complications have been reported as a result of this event.